Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, for the first firing of segmental resection of the lung, the surgeon approached to pulmonary parenchyma with the device. She pushed green button and tried to squeeze the handle; however, a crack sound was heard and could not squeeze the handle. She checked the cartridge and noticed some staples were slightly appeared. Replaced by a new cartridge and connected to the same handle and she tried to clamp pulmonary parenchyma; however, could not close the jaws properly. Replaced by a new handle and connected the second cartridge, the clamping and the firing were successful. There was no patient injury.